Event description:
It was reported that stent dislodgement occurred. The 3.50 x 48mm synergy xd drug eluting stent was selected for use. When the device was handed to the physician, the stent dislodged from the catheter. The procedure was completed using an alternate device. There were no patient complications.